Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed and found to be within product specifications.

Event description:
It was reported that seven days after implant, a lead perforation was observed. The patient experienced pericardial tamponade. The lead was removed due to the patient's health condition.